Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received no delivery alarms. The customer also reported several cracks at the corners of their display window. It was also found the customer had cracks that ran up to their up arrow button. The customer also stated their doctor had advised them to report the cracks as it may be related to the no delivery alarms. The customer's blood glucose was 103 mg/dl. Customer could not recall how the damage had occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.